Event description:
The device was used during a total gastrectomy procedure. Reportedly. The instrument was difficult to fire. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.